Event description:
It was reported that the right ventricular (rv) lead exhibited a steady rise in impedance and threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv pace impedance steady at 650 ohms through aug-2014, steadily rises to 4000 ohms between (B)(4) and (B)(4) 2014. Capture steadily rises from 0.5v to 1.75 between (B)(4) 2014 and (B)(4) 2014. Rv capture management was turned off in nov 2014.